Event description:
It was reported that during sensor warmup the user did not receive glucose readings, saw a sensor failure message, and subsequent scans indicated the sensor had already been scanned with readings expected automatically; after waiting, sensor readings appeared, consistent with intermittent communication failure associated with the antenna/electrical communication pathway. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability-related communication issue between components, consistent with intermittent communication failure involving the antenna within the electrical and magnetic subsystem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.